Event description:
The esat study indicated that the patient with ID 19-04 was hospitalized for a dysphasia and oropharyngal thrush due to paralysis of the cranial nerves (mass effect of the aneurysm on the brainstem). The biological exam was normal, crp at 23. Po²(85) and was pco² (39). The patient was treated with lovenox (4000/day), fluconazole (200mg/day), augmentin (3g/day) and aspegic (250mg IV/day). Patient was discharge seven days after onset of symptoms. However, ten days after the last admission, the patient was hospitalized for placement of a gastrostomy in a context of aspiration pneumonia and paralytic dysphagia. The patient was hospitalized for 3 days. Then, seven days post the last admission, control MRI showed an increase of the size of the vertebral aneurysm, accountable for mass effect on the brainstem. On the ctangio exam, tricks sequences showed a total thrombosis of the aneurysm with no recanalization, and the following day after the findings, the patient was hospitalized for worsening of the neurological status. Clinical exam showed signs of decerebration. Scan exam showed a cerebral edema. The patient expired due to brainstem compression related to the aneurysm growth (unrelated to the procedure and or to the device). The catalog and lot numbers of the coils and enterprise stent were unknown. During the event, the enterprise continued to cover the aneurysm neck, and the stent was patent. There was no information regarding the previous procedures to treat aneurysm, except that it was treated with coils only (number and name of products unknown). The vessel diameter proximal and distal to the aneurysm neck was unknown.

Manufacturer narrative:
The (B)(4) study indicated that the patient with ID (B)(6) was hospitalized for a dysphasia and oropharyngeal thrush due to paralysis of the cranial nerves (mass effect of the aneurysm on the brainstem). The biological exam was normal, crp at 23. Po2 (85) and was pco2 (39). The patient was treated with lovenox (4000/day), fluconazole (200 mg/day), augmentin (3 g/day) and aspegic (250 mg IV/day). Patient was discharged seven days after onset of symptoms. However, ten days after the last admission, the patient was hospitalized for placement of a gastrostomy in a context of aspiration pneumonia and paralytic dysphagia. The patient was hospitalized for 3 days. Then, seven days post the last admission, control MRI showed an increase of the size of the vertebral aneurysm, accountable for mass effect on the brainstem. On the ctangio exam, tricks sequences showed a total thrombosis of the aneurysm with no recanalization, and the following day after the findings, the patient was hospitalized for worsening of the neurological status. Clinical exam showed signs of decerebration. Scan exam showed a cerebral edema. The patient expired due to brainstem compression related to the aneurysm growth (unrelated to the procedure and or to the device). The catalog and lot numbers of the coils and enterprise stent were unknown. During the event, the enterprise continued to cover the aneurysm neck, and the stent was patent. There was no information regarding the previous procedures to treat aneurysm, except that it was treated with coils only (number and name of products unknown). The vessel diameter proximal and distal to the aneurysm neck was unknown. During the index procedure, the patient was admitted with a recanalization of a previously ruptured, dissecting and fusiform aneurysm (with unknown devices) of the right vertebral artery (terminal segment v4) with important mass effect on the brainstem. Two years prior to the index procedure, the patient had a history of a sub-arachnoids hemorrhage due to the rupture of the present aneurysm. This sah was associated with a convulsive crisis (glasgow score 11) and a deficit of the left inferior limb. This aneurysm was initially treated with coils. The patient had no history of previous sah from another aneurysm. At baseline, the mrs was 4 and wfns 3 with cerebellar symptoms. During the index procedure, the aneurysm remaining was evaluate as sac height 15.0mm, sac width 20.0mm and neck 3.0mm, with partial thrombosis in the sac. To treat the aneurysm remaining, a 22mm enterprise stent was implanted at the desired site and 7 micrus cerecyte coils were placed through the stents. No balloon was used. The procedure was completed due to achievement of treatment. The final angiographic result indicated that there was a residual neck, a patent stent, and no caliber abnormality of the different arteries. No technical adverse event was reported and mrs was 3 at discharge with improvement of cerebellar symptoms. Medication given consisted of plavix/aspirin pre, intra, and post procedure, and heparin intra procedure. Follow-up conducted a couple of weeks after the index procedure indicated that the mrs was 2 and no adverse event was observed. The remains implanted and will not be returned for analysis, additional no lot number was provided, and therefore no DHR could be conducted. Factors which may have a correlation with post coil embolization re-growth include neck size, packing density, and inflow angle. The IFU precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. Based on the available information and as reported it appears that aneurysm characteristics contributed to the reported event. With review of the information, there is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken.

Manufacturer narrative:
During the index procedure, the patient was admitted with a recanalization of a previously ruptured, dissecting and fusiform aneurysm (with unknown devices) of the right vertebral artery (terminal segment v4) with important mass effect on the brainstem. Two years prior to the index procedure, the patient had a history of a sub-arachnoids hemorrhage due to the rupture of the present aneurysm. This sah was associated with a convulsive crisis (glasgow score 11) and a deficit of the left inferior limb. This aneurysm was initially treated with coils. The patient had no history of previous sah from another aneurysm. At baseline, the mrs was 4 and wfns 3 with cerebellar symptoms. During the index procedure, the aneurysm remaining was evaluate as sac height 15.0mm, sac width 20.0mm and neck 3.0mm, with partial thrombosis in the sac. To treat the aneurysm remaining, a 22mm enterprise stent was implanted at the desired site and 7 micrus cerecyte coils were placed through the stents. No balloon was used. The procedure was completed due to achievement of treatment. The final angiographic result indicated that there was a residual neck, a patent stent, and no caliber abnormality of the different arteries. No technical adverse event was reported and mrs was 3 at discharge with improvement of cerebellar symptoms. Medication given consisted of plavix/aspirin pre, intra, and post procedure, and heparin intra pprocedure. Follow-up conducted a couple of weeks after the index procedure indicated that the mrs was 2 and no adverse event was observed. The catalog and lot number for the devices were not provided, therefore the device noted (unk cashmere microcoil) represents an unknown microcoils used to treat the aneurysm. The devices remain implanted and will not be returned for analysis. Additional information will be submitted within 30 days of receipt.